Event description:
Dräger received an ufr with the following description: "on (B)(6) 2026, due to the patient's medical condition, departmental staff discovered a sudden malfunction in the anesthesia machine during operation, causing the respiratory system to cease functioning. No actual harm was caused to the patient, but surgical risks were present."

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger is unable to fully understand the description, the following can be derived: as per report, the event did not lead to health consequences for the patient. The workstation is equipped with several monitoring functions for the output of pressure, flow and breathing gas composition and also with self-monitoring functionalities. A divergence between measured ventilation parameter and settings will trigger alarms in accordance with the thresholds defined by the user, the malfunction of individual subsystems such as the ventilator, the gas mixer etc. Will also trigger corresponding alarms. Additionally, the device will also respond with a dedicated alarm to issues caused by the use environment such loss of supply with gas or energy. It can thus be assumed that the device posted alarms during the particular course of event as well. It is not clear what the user meant with "respiratory system" - this is no term used in the IFU for a subsystem of the device. The speech may be about the ventilator unit of the workstation but can also be a synonym for the subsystem dräger calls "breathing system" - this is the functional unit which contains the valves that control the ventilation cycles. And finally, it can also not be excluded that the breathing circuit system was meant which is an accessory to the device. It is impossible to derive if the event was caused by component malfunction, use error, infrastructure issues or other factors.